Event description:
A caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The issue was resolved independently by the customer when they replaced the cartridge. No further issues were reported.